Event description:
Event description guidant received information that due to oversensing in the ventrical egm by pulling the is-1 pin (no visual insulation defect). This transvenous defibrillation lead has been removed from service. A new lead system has been implanted.